Event description:
Caller reported potential false positive results on triage troponin I (tni) when testing both triage cardioprofiler and triage profiler sob tests. It was not clear which result was obtained from which triage device. A separate medwatch report is being submitted for each of the products: this report for the triage profiler sob test and medwatch report number 2027969-2011-02612 for the triage cardioprofiler test. Customer mentioned getting low level troponin results on different patients using profiler and sob panels. Customer asked what could potentially cause the low level tni. Technical service representative discussed the following: make sure the full amount of sample is added to the well and make sure it fully absorbs into the device prior to insertion into the meter. The caller said the tech mentioned the samples did take a while to absorb. She will observe staff and let them know to let samples absorb into the device. She will monitor and call back if issue persists. No patient information was provided.

Manufacturer narrative:
Investigation pending.